Manufacturer narrative:
Event date: (B)(6) 2018. (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed filled with solution and with the spike port connector/cap completely detached from the tubing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that administration ports from two (2) units of 3000 ml exactamix eva tpn had detached from the body of the bags. This event occurred after the device had been filled with an unspecified solution. There was no patient involvement. No additional information is available.